Event description:
A pt reported experiencing inaccurate erratic results with a one touch meter. In 2001, pt's blood glucose was 113 and 150 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.